Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02517. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device - 6 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had received a pump exchange on (B)(6) 2016 via subcostal approach due to pump thrombus. The patient developed an infection at the subcostal incision site. This site was debrided in the operating room (or). During the surgery, it was noted that the infection extended to the pump pocket. The patient was debrided several times prior to skin closure. The patient was maintained on IV antibiotics and ungraded to status 1a on the (B)(6) transplant list. On (B)(6) 2017, the patient was transplanted.

Manufacturer narrative:
A direct correlation between the device and the reported driveline infection could not be conclusively determined. No device-related issues were discovered during the evaluation of the returned pump. The explanted pump was returned with the driveline cut approximately 7 inches from the pump end bend relief. The severed portion of the driveline was not returned. The sealed inflow conduit was returned attached to its respective pump port. The sealed outflow graft bend relief collar was returned unattached. Evaluation of the sealed inflow conduit and sealed outflow graft revealed no evidence of developed depositions or thrombus formations. Upon disassembly on the pump, visual examination of the blood-contacting surfaces also revealed no evidence of depositions or thrombus formations. Some loose, post-explant blood was observed on the body of the rotor. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.